Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (damaged). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvwh11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant has damaged threads and they need the rethreading tool. Product will not be returning to us. Tooth number not provided.